Manufacturer narrative:
The insulin pump passed functional test including seat, rewind, basic occlusion, occlusion, displacement and force sensor tests. No unexpected insulin flow blocked alarms noted. No cosmetic damage noted on the insulin pump assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump continues to alarm no delivery and isn't sure what is causing them. Customer didn't recall blood glucose level at the time of the event. The alarm occurs during bolus and issues hadn't been resolved. Customer had already done a set change so further troubleshooting wasn't possible. Customer was then advised to call back when issues occurred to performed troubleshooting. Customer declined and requested the device to be replaced as issue is reoccurring. Customer will be returning the device for further analysis.